Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the extensions. Product ID 3708660, serial# (B)(6), implanted: (B)(6) 2012. Explanted: (B)(6) 2025, product type: extension. Product ID 3708660, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2025, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the surgeon said it was a problem with the extensions. Surgeon said he thinks the extension was damaged, possibly due to the tightness/bowstringing that was seen. Issue is resolved.

Event description:
It was reported that patient had visible tension/bowstringing in the neck from the extensions. Surgery performed today to relieve the tension and it was found there was a low impedance of 72 ohms between contacts 1 and 2 of the left lead. Surgeon elected to replace both extensions due to impedance and bowstringing. Surgeon said the bowstringing was due to scar tissue and not from the extension cables being too short. Old extensions were removed and replaced with new legacy extensions. The battery was also replaced due to normal battery depletion. Issues have been resolved.

Manufacturer narrative:
B3: event date is not known. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2012; explant date (B)(6) 2025 brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2012; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.